Event description:
It was reported that the atrial lead had low and varying impedance. The patient started to feel less energy and was feeling "worse" around the time the pacing impedance dropped. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: p1501dr implantable pulse generator; (B)(6) 2005; 5076 implantable pacing lead, (B)(6) 2005. (B)(4).